Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, at the first firing, when the surgeon approached the duodenum and clamped the tissue, the handle was unable to be squeezed and the firing was unable to be performed. The same handle and another cartridge which was taken out were tried to be used for firing, but the same event occurred. In addition, one more cartridge was taken out and loaded. The same event occurred again, so another handle and a new cartridge were taken out. The firing was performed without problems and the operation was able to be completed. The surgical time was extended by less than 30 minutes. There was no patient injury.